Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device exhibited error b40 cv malfunction. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.